Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), menorrhagia ("excessive bleeding during menstruation"), headache ("headaches"), abdominal tenderness ("stomach tenderness"), rash ("rashes") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, headache, abdominal tenderness, rash and dysgeusia outcome was unknown. The reporter considered pelvic pain, menorrhagia, headache, abdominal tenderness, rash and dysgeusia to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced pelvic pain. This event is anticipated in the reference safety information for essure. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right, the proximal end of the inner coil is slightly more displaced, but is still under 3 cm from the uterine cornua") in a 33-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one coil". The patient's past medical history included suture removal, loop electrosurgical excision procedure and cervical intraepithelial neoplasia. Concurrent conditions included body mass index normal, anxiety, depression, cold sores, postpartum depression, libido decreased, acute sinusitis, lymphadenopathy, diarrhea, psoriasis, skin lesion, eustachian tube dysfunction, nevus, acute pharyngitis, seasonal allergic rhinitis, major depression and menses irregular. Concomitant products included escitalopram oxalate (lexapro), ibuprofen and valaciclovir from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and fatigue ("fatigue"). In 2013, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In december 2014, the patient experienced rash ("rashes/rashes or skin conditions type: rashes"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced adenomyosis ("other injury(ies) or complication( s)please describe: adenomyosis"). In may 2016, the patient experienced allergy to metals ("nickel allergy") and endometriosis ("other injury(ies) or complication( s)please describe:endometriosis."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, headache ("headaches/migraines /headaches"), abdominal tenderness ("stomach tenderness"), dysgeusia ("metallic taste in mouth"), migraine ("migraine/headaches,"), diarrhoea ("diarrhea") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, abdominal tenderness, rash, dysgeusia, vaginal haemorrhage, allergy to metals, diarrhoea, adenomyosis, endometriosis and arthralgia outcome was unknown and the menorrhagia, migraine, nausea, dysmenorrhoea, weight increased, abdominal distension and fatigue had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal tenderness, adenomyosis, allergy to metals, arthralgia, diarrhoea, dysgeusia, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory placement both coils,full occlusion ultrasound scan vagina - in april 2016: enlarged uterus with findings adenomyosis on (B)(6) 2016, pathology test revealed the myometrium ranges in thickness from 1.5 cm to 3.0 cm. At each cornu there is grey metallic coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, rashes; nausea, fatigue, bloating, abdominal pain, hip pain, nickel allergy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality safety evaluation of ptc (FDA code update). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right, the proximal end of the inner coil is slightly more displaced, but is still under 3 cm from the uterine cornua") in a 33-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one coil". The patient's past medical history included suture removal, loop electrosurgical excision procedure and cervical intraepithelial neoplasia. Concurrent conditions included body mass index normal, anxiety, depression, cold sores, postpartum depression, libido decreased, acute sinusitis, lymphadenopathy, diarrhea, psoriasis, skin lesion, eustachian tube dysfunction, nevus, acute pharyngitis, seasonal allergic rhinitis, major depression and menses irregular. Concomitant products included escitalopram oxalate (lexapro), ibuprofen and valaciclovir from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In april 2013, the patient experienced menorrhagia ("excessive bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and fatigue ("fatigue"). In 2013, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In december 2014, the patient experienced rash ("rashes/rashes or skin conditions type: rashes"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced adenomyosis ("other injury(ies) or complication( s)please describe: adenomyosis"). In may 2016, the patient experienced allergy to metals ("nickel allergy") and endometriosis ("other injury(ies) or complication( s)please describe:endometriosis."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, headache ("headaches/migraines /headaches"), abdominal tenderness ("stomach tenderness"), dysgeusia ("metallic taste in mouth"), migraine ("migraine/headaches,"), diarrhoea ("diarrhea") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, abdominal tenderness, rash, dysgeusia, vaginal haemorrhage, allergy to metals, diarrhoea, adenomyosis, endometriosis and arthralgia outcome was unknown and the menorrhagia, migraine, nausea, dysmenorrhoea, weight increased, abdominal distension and fatigue had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal tenderness, adenomyosis, allergy to metals, arthralgia, diarrhoea, dysgeusia, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory placement both coils,full occlusion ultrasound scan vagina - in april 2016: enlarged uterus with findings adenomyosis on (B)(6) 2016, pathology test revealed the myometrium ranges in thickness from 1.5 cm to 3.0 cm. At each cornu there is grey metallic coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, rashes; nausea, fatigue, bloating, abdominal pain, hip pain, nickel allergy most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events:headaches,migraines, abnormal bleeding (vaginal, menorrhagia),nausea, nicke allergy , dysmenorrhea (cramping), weight gain , gastrointestinal or digestive system condition type: bloating, diarrhea, other injury(ies) or complication( s)please describe: adenomyosis, endometriosis, abdominal pain, hip pain and the right, the proximal end of the inner coil is slightly more displaced, but is still under 3 cm from the uterine cornua were added. Concomitant disease, concomitant drugs, historical condition, lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right, the proximal end of the inner coil is slightly more displaced, but is still under 3 cm from the uterine cornua") in a 33-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty placing one coil". The patient's past medical history included suture removal, loop electrosurgical excision procedure and cervical intraepithelial neoplasia. Concurrent conditions included body mass index normal, anxiety, depression, cold sores, postpartum depression, libido decreased, acute sinusitis, lymphadenopathy, diarrhea, psoriasis, skin lesion, eustachian tube dysfunction, nevus, acute pharyngitis, seasonal allergic rhinitis, major depression and menses irregular. Concomitant products included escitalopram oxalate (lexapro), ibuprofen and valaciclovir from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("excessive bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and fatigue ("fatigue"). In 2013, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced rash ("rashes/rashes or skin conditions type: rashes"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced adenomyosis ("other injury(ies) or complication( s)please describe: adenomyosis"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and endometriosis ("other injury(ies) or complication( s)please describe:endometriosis."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, headache ("headaches/migraines /headaches"), abdominal tenderness ("stomach tenderness"), dysgeusia ("metallic taste in mouth"), migraine ("migraine/headaches,"), diarrhoea ("diarrhea") and arthralgia ("hips pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, headache, abdominal tenderness, rash, dysgeusia, vaginal haemorrhage, allergy to metals, diarrhoea, adenomyosis, endometriosis and arthralgia outcome was unknown and the menorrhagia, migraine, nausea, dysmenorrhoea, weight increased, abdominal distension and fatigue had resolved. The reporter provided no causality assessment for device dislocation with essure. The reporter considered abdominal distension, abdominal tenderness, adenomyosis, allergy to metals, arthralgia, diarrhoea, dysgeusia, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, nausea, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: satisfactory placement both coils,full occlusion ultrasound scan vagina - in (B)(6) 2016: enlarged uterus with findings adenomyosis on (B)(6) 2016, pathology test revealed the myometrium ranges in thickness from 1.5 cm to 3.0 cm. At each cornu there is grey metallic coil. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, headaches, rashes; nausea, fatigue, bloating, abdominal pain, hip pain, nickel allergy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.